Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No changes or interventions were performed. The patient's condition remained stable.